Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was also received with scratched case and serial number label faded. The reservoir tube, retainer, and reservoir tube lip were inspected and no damage noted.

Event description:
The customer reported via phone call that the customer accidentally ran over the device. Report doesn¿t state whether reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.